Event description:
The below report was received by health authority food and drug administration (reference number: mw5034489) on 17-mar-2014. The most recent information was received on 02-mar-2021. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for birth control. Additional non-serious events are detailed below. The patient had a medical history of cervix inflammation. Concurrent conditions were listed as uterine enlargement, abnormal uterine bleeding, uterine leiomyoma, adenomyosis, uterine leiomyoma and intramural leiomyoma of uterus. In 2013, the patient had essure inserted. In 2013 she experienced genital haemorrhage (seriousness criteria medically important and intervention required), heavy menstrual bleeding ("heavy periods/ heavy menstrual bleeding"), abdominal distension ("bloating/ abdominal bloating"), back pain ("lower back pain, chronic back pain"), pain in extremity ("leg pain"), abdominal pain ("abdominal pain") and fatigue ("tiredness"). Essure was removed on (B)(6) 2020. An unknown time later she experienced pelvic discomfort ("discomfort"), pelvic pain ("chronic pelvic pain/ increasingly severe pain"), dyspareunia ("pain after intercourse"), bacterial infection ("frequent bacterial infections") and abnormal weight gain ("excessive weight gain"). The patient was treated with surgery (robot assisted total laparoscopic hysterectomy with bilateral salpingectomy). At the time of the report, none of the events had resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, back pain, bacterial infection, dyspareunia, fatigue, genital haemorrhage, heavy menstrual bleeding, pain in extremity, pelvic discomfort and pelvic pain to be related to essure administration. The reporter commented: she never experienced those conditions before essure. She sought treatment, but was unable to resolve the symptoms. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-mar-2021: mr received. Reporter information, patient's medical history, device information (date explanted) and auto narrative supplement were added. This case is being submitted retrospectively following an internal review based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority food and drug administration (reference number: (B)(4) on 17-mar-2014. The most recent information was received on 03-jun-2022. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for birth control. Additional non-serious events are detailed below. The patient had a medical history of cervix inflammation. Concurrent conditions were listed as uterine enlargement, abnormal uterine bleeding, uterine leiomyoma, adenomyosis, uterine leiomyoma and intramural leiomyoma of uterus. In 2013, the patient had essure inserted. In 2013 she experienced genital haemorrhage (seriousness criteria medically important and intervention required), heavy menstrual bleeding ("heavy periods/ heavy menstrual bleeding"), abdominal distension ("bloating/ abdominal bloating"), back pain ("lower back pain, chronic back pain"), pain in extremity ("leg pain"), abdominal pain ("abdominal pain") and fatigue ("tiredness"). Essure was removed on (B)(6) 2020. An unknown time later she experienced pelvic discomfort ("discomfort"), pelvic pain ("chronic pelvic pain/ increasingly severe pain"), dyspareunia ("pain after intercourse"), bacterial infection ("frequent bacterial infections") and abnormal weight gain ("excessive weight gain"). The patient was treated with surgery (robot assisted total laparoscopic hysterectomy with bilateral salpingectomy). At the time of the report, none of the events had resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, back pain, bacterial infection, dyspareunia, fatigue, genital haemorrhage, heavy menstrual bleeding, pain in extremity, pelvic discomfort and pelvic pain to be related to essure administration. The reporter commented: she never experienced those conditions before essure. She sought treatment, but was unable to resolve the symptoms. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-jun-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.